Event description:
A customer reported via a webform a sensor error message with the adc device. The customer was contacted and reported they disoriented and a capillary result of 53 mg/dl was obtained. A third-party treated the customer with cocoa with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer was contacted and reported they disoriented and a capillary result of 53 mg/dl was obtained. A third-party treated the customer with cocoa with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed cracked sensor neck upon visual inspection of the plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not cause the sensor error message issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.